Event description:
During implant, the stylet was unable to advance in the right ventricular (rv) lead. The rv lead was not used. The patient was in stable condition. Further information was requested but is not yet available.